Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence using multiple cartridges. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.